Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode and the delivery of inappropriate therapy and was hospitalized. Review of the episode noted t-wave oversensing and a reduction in r-wave amplitude morphology measurements causing the delivery of four inappropriate shocks. The fourth shock accelerated the rhythm to ventricular fibrillation which was terminated with a fifth and final shock. X-ray imaging of the s-ICD system noted the can may have migrated in the pocket from its original implant position. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing. The inappropriate shocks accelerated the rhythm to ventricular fibrillation which was terminated with a fifth and final shock. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.